Event description:
It was reported that the customer had a sensor error on the insulin pump.the customer's blood glucose level was 56 mg/dl. The customer was treated with food and glocose tablets. The troubleshooting was performed. The customer was advised that the sensor cannula is bent and instructed to return the sensor and it will be for analyzation. The customer was advised that the sensor will be replaced. No further action is taken.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.